Event description:
This lead was returned with oos documentation from biotronik representative risk arbona. This lead was removed due to a "total lead fracture". This lead was replaced with a linox s 65. There are no further adverse events reported for this patient.

Manufacturer narrative:
The integrity of the lead was found completely destroyed some 3.5 cm distal to the ligature. In this section the coil as well as the connector cables were found fractured. Furthermore, the integrity of both the inner and outer insulation were found completely rubbed through. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress such as excessive compressive forces as the result of the subclavian crush syndrome (i.e., clavicular - first rib lead entrapment). Over time these abnormal forces compressed the coil to the point of disfigurement and fracture.